Event description:
The customer reported high sodium patient results were generated on the au480 clinical chemistry analyzer. The results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
The customer reported that ise (ion-selective electrode) calibration was within specifications however qc (quality control) and patient results for sodium were sporadically high. A beckman coulter field application specialist (fas) remotely assisted the customer with troubleshooting. The fas determined that the issue was caused by air in the ise flow cell and advised the customer to troubleshoot by replacing the y tubing. Following replacement of the y tubing, the ise result issue was resolved. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).